Event description:
It was reported that approximately twenty-eight days post implant the left ventricular (lv) lead had dislodged. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2013. (B)(4).